Event description:
There is a hairline crack on the back of the battery compartment of my medtronic 670 insulin pump. It runs 2/3 the length of the pump. No known reason for it happening. This is the third medtronic 670 pump this has happened to in the past 18 months. FDA safety report ID # (B)(4).

Event description:
There is a hairline crack on the back of the battery compartment of my medtronic 670 insulin pump. It runs 2/3 the length of the pump. No known reason for it happening. This is the third medtronic 670 pump this has happened to in the past 18 months. FDA safety report ID # (B)(4).